Manufacturer narrative:
Block d10/g4: the angiosculpt device was returned for evaluation on 12/23/2020. Block h3: visual inspection found a kink on the proximal shaft near the strain relief. During functional testing, the device was pressurized at less than 4 atm and a pinhole leak was observed at the proximal end of the balloon. Block h6: the IFU warns at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below the rbp.

Manufacturer narrative:
The patent's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Foreign- (B)(6). The angiosculpt device is expected to return. Device evaluation will be performed upon arrival and a supplemental MDR to follow.

Event description:
The angiosculpt device was used to treat a severely calcified and severely tortuous distal sfa. During the second inflation at 12atm, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.